Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: a direct correlation between the device and the reported perioperative bleeding could not be determined through this evaluation. It was reported that following a pump exchange on (B)(6) 2016, the patient¿s thorax was left open due to bleeding tendency. On (B)(6) 2016, the patient¿s hemoglobin level was 8.5 grams per deciliter (g/dl) with an international normalized ratio (inr) of 1.75 and partial thromboplastin time (ptt) of 42 seconds. On (B)(6) 2016, a secondary sternum and wound closure was performed. No alarms or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The outcome of the bleeding event was reported as resolved/recovered on (B)(6) 2016. Following this event, the patient remained ongoing on the heartmate 3 lvas until he underwent a heart transplant due to issues unrelated to the lvas in (B)(6) 2017. It was reported that the device would not be returned. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14apr2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had major bleeding from their thorax that was left open due to a bleeding tendency. On (B)(6) 2016 the patient had a secondary sternum and wound closure, which resolved the event. The event was reported to be related to the implant procedure.